Event description:
On (B) (6) 2010, the surgeon performed a revision surgery due to pseudoarthrosis and there was a broken pedicle screw at the middle of the shaft. The surgeon used an "easy out" kit to remove the screw. It was unclear if the interbody fusion was successful, however, the posterior lumbar fusion did not take place. The surgeon reinstrumented with another manufacturer's construct.

Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.